Manufacturer narrative:
In summary, there is no indication of a technical failure of the device. None of the dmrs showed any deviation. The risk of causing a perforation is indicated in the instruction for use. Moreover, it is addressed in user trainings we perform. It is recommended to verify clip application visually in the endoscope image before resecting the target tissue. In conclusion, the determined root cause is a procedural complication, not a technical failure

Event description:
A diagnostic ftrd set (dftrd), manufacturer ovesco endoscopy ag, was used for an endoscopic full thickness resection of a polyp at appendical orifice. The endoscopic interventionist assumed that the clip of the diagnostic ftrd set in question had been applied and, hence, proceeded to perform the full thickness resection. However, clip application was visually not verified beforehand. The caused perforation was closed by surgery. As reported the patient recovered uneventfully.